Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during implementation of an fsca by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a power up test fails code #10. The helium transducer was not calibrated. This occurred in vitalmex warehouse area and there was no patient involvement. The client does not want to repair the unit. If there is any pertinent information acquired it will be added.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e4, h6-(medical device ¿ problem code).

Event description:
It was reported by the getinge field service engineer that upon visiting to run a fsca, it was observed that the cardiosave intra-aortic balloon pump (iabp), before handling it and upon turning it on, displayed a message on the user interface screen with the following legend: power-on test failure code no. 10. This alarm was detected in the warehouse area without using the equipment with any patient. No person was injured or harmed.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.